Event description:
The pt was wakeboarding and fell. Afterward he experienced shocking and jolting. The implantable neurostimulator battery was near end of service. Replacement was being discussed. Additional info has been requested, a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).